Manufacturer narrative:
The pump was received with cracked reservoir tube lip and cracked battery tube threads. No black oil in battery compartment noted, however battery tube was corroded. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer indicated via phone call that their insulin pump has black gunk inside of the battery compartment. Customer's blood glucose was unknown at the time of incident. Customer indicated that they changed the battery this morning and there is gunk all over the battery but does not know what it is. Troubleshooting found that the customer changed the battery due to a normal low battery and found the damage. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.